Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented through merlin.net transmission, non-sustained ventricular tachycardia episode was observed. There was emi that was sensed and inhibited pacing momentarily. Programming changes were made. Patient was stable.